Manufacturer narrative:
Additional narrative: device manufacture date. DHR review was completed. Part # 03.632.036, synthes lot # 9907547, supplier lot # 9907547, release to warehouse date: 03 feb 2016, supplier: (B)(4). No ncr¿s were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Customer quality conducted an investigation of the returned device. The matrix holding sleeve ¿ long (03.632.036) is one of ten (10) holding sleeves for the matrix spine system utilized during screw insertion (03.632.001, 03.632.024, 03.632.028, 03.632.036, 03.616.042, 03.616.043, 03.632.085, 03.632.123, 03.632.124 and sd03.632.123). The matrix system is covered by three technique guides: matrix ¿ deformity, matrix-degenerative and matrix ¿ mis. Once the holding sleeve is engaged with the driver shaft, it can be threaded into the proximal end of the matrix screw by rotating the holding sleeve¿s green knob clockwise until it is fully engaged. The returned matrix holding sleeve (03.632.036) was examined and the threaded tip was found to be cracked and unthreading, but intact. No definitive root cause was able to be determined; the failure mode is consistent with the application of an off-axis load while engaging a screw. The complaint condition was unable to be replicated due to post-manufacturing damage. Relevant drawings for the returned matrix holding sleeve ¿ long (03.632.036) were reviewed (both current revision and from the time of manufacture): top-level and inner shaft. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. Appropriate steps were taken to address the failure mode of the holding sleeve threaded tips breaking. The tip geometry on the inner sleeve was changed to a more constant outer diameter in order to improve product performance; the returned instrument was manufactured after the implementation of these changes (mfg february 2016). No dimensional analysis was able to be completed due to post-manufacturing damage. A device history review, including material and material hardness reviews, was performed for the returned instrument¿s lot number and no mrrs, ncrs or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient information not available for reporting. Device is an instrument and is not implanted/explanted. Date returned to manufacturer. Initial reporter is synthes sales consultant. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a surgeon attempted to insert the pedicle screw into dense/hard bone, the tip of the screwdriver broke into a few pieces and the male threaded end of the holding sleeve broke. All fragments were retrieved. The procedure was completed with no delay utilizing similar instrument. (B)(4).